Manufacturer narrative:
The display for the viewing station of the imaging system was returned to the manufacturer. Testing found that there was no output when connected to a known operational source.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the system. Representative reported that a monitor was replaced and the issue was resolved. A system checkout was performed after replacing monitor. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect monitor has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure during imaging system boot up the mobile view station (mvs) screen would not turn on. There was no patient present at the time of the issue.